Event description:
Per provided medical records: (B)(6) 2011: pt underwent laparoscopic repair of right indirect inguinal hernia with insertion of a 4 x 6 mesh. (B)(6) 2011: pt presented to the ER and admitted to the hospital with abdominal pain post umbilical hernia repair and gerd. The pt was treated with IV antibiotics. Discharge diagnosis: cellulitis s/p umbilical hernia repair, gerd.(B)(6) 2011: pt discharged from the hospital.

Manufacturer narrative:
The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It was reported that the pt was given antibiotics to treat the infection. It is unk whether or not the device may have caused or contributed to the event based on the provided info. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. A DHR review has been conducted, including sterility. All paperwork appeared complete and accurate. No mfg issues were identified.